Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. The lp was removed from the patient and fell off the delivery catheter without being released. The tethers in the delivery catheter appeared bent. A different delivery catheter and lp were used to complete the procedure. There were no patient consequences.